Event description:
The customer claims that product 110-4bt does not work and is unable to zero. There was no pt contact reported.

Manufacturer narrative:
Customer complaint that "it does not work. Unable to zero" was verified. Test results above indicated that the signal channel found to be responsible for the high cfc. The catheter was connected to a test monitor (calibration due date 12-1-02); the monitor displayed an initial reading of 46 and a change from code (cfc) of 105. The catheter has no negative range; therefore, it could not be zeroed. Based on the results of both the bend test and the change to the zero resistor, the signal channel was found to be responsible for the high cfc and the inability to zero the catheter. Destructive analysis found fibers slightly recessed below the buffer at the polished face of the fiber holder. A review of the batch history record indicates that catheter lot w033058-d was released to finished goods and met all requirements. This complaint was re-evaluated due to an internal audit of the complaint files from 2001 to 2004. A health hazard eval was conducted for complaints confirming pistoning fiber as a cause of the reported "drift" in icp pressure or inability to zero catheter prior to use. Camino intracranial pressure monitoring systems made by integra neurosciences consist of sterile, transducer-tipped pressure monitoring catheter and accessory items. The system is used as a diagnostic tool for rapidly determining and continually monitoring intracranial pressure (icp). Integra neurosciences has rec'd various complaints of catheter failure and/or malfunction both pre and post insertion. An analysis of the returned catheters showed that some of the units exhibited fiber movement of the optical fibers within the "fiber holder" component at the tip of the catheter. This failure mode may result in failure prior to insertion or inaccurate readings and the potential for inappropriate pt management during use. The directions for use for camino catheters require that the catheter be zeroed prior to insertion. Specifically, "if the camino display does not read zero after a short system self-check delay, use the tool from the catheter kit to turn the zero adjustment on the bottom side of transducer connector until the camino display reads zero." Some catheters that have exhibited fiber movement cannot be zeroed, rendering them unusable prior to insertion. The failure is readily apparent to the user. Fiber movement may also result in pressure measurement errors greater than those specified in the product labeling and not readily apparent to the user. Not all catheters exhibiting fiber movement fail or malfunction, however, a majority of the units will function within specs. Inability of the customer to zero, the catheter may result in a delay of monitoring, as medical personnel would need to obtain and zero another catheter. The use of catheters exhibiting errors outside the acceptable performance range may result in inaccurate pressure measurements, possibly resulting in inappropriate pt management and potential pt injury. Qa conducted an analysis of confirmed pistoning fiber complaints versus the sales. The likelihood of occurrence was calculated to be approximately 0.025%, which is well within historical complaint levels an far below the expected level of occurrence calculated in november 2000 when this issue was first identified. The likelihood of occurrence of the potentially hazardous event is rare. It is almost impossible to predict the outcome of a pt who has sustained a severe head injury. Pts who appear to have a devastating injury may recover and return to work or school with little functional loss while others who appear less injured continue to present with complications. The outcome often depends on the attention to detail at the bedside by the clinical staff. The failure of technology is always a consideration and the clinician is vigilant to avoid erroneous measurement documentation. Engineering evals were conducted to identify, eval and incorporate a preventive action to reduce pistoning of the fiber at the fiber holder. The process for stripping the cladding of the signal fiber in the fiber holder was developed and validated on 2/10/03. A 100% implementation of the "stripping" process in mfg was implemented on september 10, 2003 for the icp temperature catheters initiating with lot number wo49808. This lot reported in this compliant was manufactured prior to the implementation of the "stripping" process. Three hundred seventy-two catheters have been tested at post-sterile final lot release with no functional failures. No confirmed complaints have been identified due to "pistoning" fibers from catheters manufactured using the "stripping" process.